Event description:
It was reported that the anesthesia system failed in the pressure transducer test and safety valve test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Event description:
Manufactures reference ID: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The anesthesia system was investigated by our field service engineer. The reported failure was reproduced and it was found that the inspiratory pressure transducer pcb was faulty. It was replaced which solved the issue. The patient cassette was cleaned also. The anesthesia system then passed all functional and safety tests and was released for clinical use. Evaluation of the received device logs confirm the reported failure. The log shows that the test failed due to the inspiratory pressure transducer zero pressure offset being out of range. The zero pressure offset had drifted and exceeded the allowed limit (± 300 mv from factory default). The replaced pcb was returned for investigation. Simulated use testing of the returned pcb confirmed a zero pressure offset drift in the pressure sensor. The pressure sensor on the inspiratory pressure transducer pcb was broken. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The conclusion is that the pressure sensor on the replaced inspiratory pressure transducer pcb was the cause of the reported failure. The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.